Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07823. It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was performed. A non bsc .032 j wire was used during the transseptal crossing. The transseptal sheath was exchanged for a watchman® access system (was). The wire became stuck in the distal end of the was due to a kink/prolapse in the wire approximately 9-15cm from the groin access site. The physician ended up advancing the was and dilator and then pulling it back out to alleviate the kink that was in the wire. He then exchanged the was for a new one as there was a little bit of a neck that he created on the dilator and he may have bent the was a bit. They proceeded with a second was and deployed a 27mm watchman ® laa closure device. The implant went well and the patient was stable. As they were getting ready to close the access site, the patient¿s blood pressure decreased. A small bolus of neosynephrine was administered. Pericardial effusion was ruled out as the cause of the hypotension. The was retracted and they performed contrast injections near the groin and noticed a small laceration in one of the veins in the right femoral. A 12mmx40mm balloon was used in an attempt to tamponade the vessel and after a few minutes of trying in different locations and different atmospheres of pressure, they ended up moving the access sheath a little bit further out of the body and simply used compression for about 20 minutes until the tamponade was successful. No further patient complications were reported and the patient was stable.